Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of a minicap transfer set and titanium adapter. The nurse stated that the miniset line spontaneously disconnected from the titanium connector. This was identified during use of peritoneal dialysis therapy. The transfer set was replaced, however the titanium adapter remained in use. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.